Manufacturer narrative:
This report is being supplemented to provide additional information/corrected information based on data received from the customer. The following sections were updated: g4, g7, h2, h6, h10. The problem was first noticed after being reprocessed. The intended therapeutic eus procedure was completed. There was no patient injury. The scope was reprocessed using an olympus oer and there was no visible damage to the connector prior to reprocessing. This device was inspected prior to use and no abnormalities were noted. No other physical damage found on the scope, no kinks or coils and the device did not sustain a deep impact. All the connections and cables were checked and found to be secured.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported foreign material exiting from the air/water nozzle was likely due to handling, such as foreign matter remaining by insufficient cleaning or invading from the outside. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation did not confirmed the reported "leaks out from the ultrasound connector" as the ultrasound connector was passed the leak test with no abnormalities noted. However, the scope was found leaking between the probe unit and distal end cover at the distal end. Additionally, the service technician found the air water nozzle at the distal end tip was clogged with debris, during the inspection the foreign material exited from the air water nozzle. The scope was repaired to standard specifications and returned to the customer. The scope was repaired three times in the past year (2020) and previously repaired on (B)(6) 2020; leaking at the elevator channel with fluid invasion. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified event, the ultrasonic gatrovideoscope "leaks out from the ultrasound connector". No patient injury or harm was reported.